Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with a note that stated, "e301." No specific patient information, pump programming, or event details were provided. During testing at the user facility, the pump displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.